Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring ii seal was cracked. Procedure was completed using a tourniquet. The hospital did not report any pt effects. The device is not returning for investigation as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. Internal file number - (B)(4).